Manufacturer narrative:
Merge healthcare is currently investigating the issue and waiting on additional information from the customer. Once additional information has been received, a follow-up report will be submitted.

Event description:
Efilm workstation is a software application that is used for viewing medical images. Efilm workstation receives digital images and data from various sources (including but not limited to CT, mr, us, rf units, computed and direct radiographic devices, secondary capture devices, scanners, imaging gateways or imaging sources). On (B)(6) 2016, a customer emailed support alleging that the measurements on a digital radiography fluoroscopy (rf) image were inaccurate. Merge healthcare investigated the customers allegation and determined that measurements are displayed in centimeters, until calibration (cal) is performed. Once calibration is performed on the image, the image will display in cal, not centimeters. The rf image type that the customer was using is measuring in centimeters after the image is calibrated when it should be measured in cal. The customer confirmed that no patients were harmed due to this issue. However there is a potential for a mis-treatment or mis-diagnosis due to unexpected measurement units on an image. (B)(4).

Manufacturer narrative:
Following an investigation, the following information has been found: the root cause of the issue is due to a code defect. Currently, efilm workstation is using the imager pixel spacing dicom tag instead of the pixel spacing dicom tag, causing the measurements to be incorrect. Based on industry practice for digital radiography fluoroscopy (rf) images, if both the imager pixel spacing and pixel spacing dicom data is present and differs, the pixel spacing dicom tag should be used. Additionally, after calibration is performed on the image, the "cal" (calibrated) label should be displayed next to the measurement text on the image. This defect is applicable to efilm workstation versions 2.1, 3.0, 3.1, 3.3, 3.4, 4.0 and 4.1. The issue is part of recall qs-121517 and has been corrected in version 4.1.1 which was released september 28, 2016. Revised information contained in this supplement report includes the following: added additional clarification to information previously received. Type of report: indication that this is a follow-up report.

Event description:
Further investigation was performed and it was found that after the digital radiography fluoroscopy (rf) is calibrated, appending of the text, "cal", is not added to the image. It was also found that measurements are incorrect when displaying measurements on a digital radiography fluoroscopy (rf) image.

Manufacturer narrative:
This defect is applicable to efilm workstation and efilm lite versions 2.1, 2.1.2, 3.0, 3.1, 3.3.5, 3.4, 4.0, 4.0.1, 4.0.2, 4.0.3 and 4.1. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: conclusion code - 12 design deficiency. H7 - indication that issue was a recall.